Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, a review of device memory revealed that elective replacement indicator (eri) was declared after experiencing two charge times greater than the charge time limit. To determine if the device's rate of battery depletion was within normal limits, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use and programmed settings. The eri to eol time period, however, was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. During analysis, it was also concluded that a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Manufacturer narrative:
This device was successfully replaced and will be returned for laboratory analysis. At this time, there is no additional information. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery status at end of life (eol). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.